Event description:
It was reported to an amo sales representative that the intraocular lens (iol) was explanted in a secondary procedure, from patient¿s left eye. It was stated that patient was displeased due to blurry vision. Surgeon removed lens due to inappropriate iol and exchanged lens for another zmb00 lens (diopter 20.0, serial number (B)(4)). However, while lens was being removed haptic detached/broke and became embedded in capsule. Surgeon decided to leave haptic embedded and removed the remaining lens material. Replacement zmb00 lens was implanted. Additional information received stated incision was enlarged to remove the lens and vitrectomy was not performed. It was further stated that patient is doing well post-operatively. Visual acuity (v/a) is 20/20 and intraocular pressure (iop) is 18 (mmhg).

Manufacturer narrative:
(B)(4). All pertinent information available to manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received with a cut from optic edge passing through to optic center, and with one haptic detached and missing, most probably related to the explant/removal process and /or handling during attempted insertion process. Visual inspection revealed surface residuals (debris/particles) on the optic, which is compatible with the handling of the lens out of a sterile environment. No cosmetic defects were observed. No further investigations were conducted. A review of the manufacturing records showed no deviations or non-conformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing methods, inspections or specifications associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.